Manufacturer narrative:
Unit was received with blank display due to moisture damage on electronic assembly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. Unable to performed functional test due to blank display anomaly.

Event description:
The customer reported via phone call that the insulin pump was dropped and it did not turn on. The insulin pump was making a loud beeping sound and nothing appeared on the screen. Customer's blood glucose level was 166 mg/dl. The insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.